Event description:
It was reported that procedure was to treat an unspecified lesion. A 014 hi-torque balance middle weight guide wire (gw) was attempted to advance through an unspecified catheter to perform a catheter exchange; however the gw separated in two pieces in the catheter. The separated portion of the gw was removed with a snare device. Reportedly, the separated gw was stuck with the snare. An unspecified gw was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was determined the reported guide wire core separation appears to be related to case circumstances of the procedure. It is likely that during advancement through the unspecified catheter for device exchange, manipulation likely caused the guide wire to kink and separated at the distal end of the hypotube. Additionally, the reported treatment appears to be related to the operational context of the procedure as the separated section of the guide wire was removed using a snare device. The noted teflon damage likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.